Manufacturer narrative:
E1. Initial reporter first name: (B)(6). A synergy ous mr 2.75 x 38 stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted from their crimped position. The undamaged stent od (outer diameter) was and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.75 x 38 synergy drug-eluting stent was selected for use. However, it failed to advance and deformities were noted in the stent. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.75 x 38 synergy drug-eluting stent was selected for use. However, it failed to advance and deformities were noted in the stent. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.